Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the driver handle was cracked when the set was opened for a case. It was reported that the hospital is unsure when the handle cracked.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. A znn captured screwdriver was alleged to be damaged. As returned the screwdriver was found to have a crack in the handle and the hex shaft was not fully in the handle. The fracture line along the flat surface of the handle is in the same area as cracks that have previously been seen for this handle. Dimensional readings conformed to print specifications where measured. Review of device history records indicated that the devices were manufactured to specifications with no deviations to the standard manufacturing processes. This device was used for treatment. The fracture was identified outside of surgery. The driver had a potential field age of approximately 2.5 years. The screwdriver was updated in mc119454 to reduce the allowable press-fit between the handle and the metal components. The handle thickness was also slightly increased. These changes were implemented to provide increased resistance to handle cracking. The mc was completed in 2014 after the product returned in this complaint was produced. The most likely cause of the crack in the handle cannot be conclusively determined.